Event description:
It was reported that a patient enrolled in a trial, underwent an x-stop procedure at levels, l2-l3, l3-l4, and l4-l5. The patient experienced persistent claudication symptoms. The physician removed the x-stop device at levels l2-l3 and l4-l5; and a larger size x-stop was implanted. At l3-l4, the physician replaced the x-stop with one of the same size. The physician also performed hemilaminectomies, medial facetectomies and foraminotomies at levels l2-l5. Reportedly, the re-operation was a difficult procedure due to the two previous procedures and resulted in reactive bone formation and dense paraspinal fibrosis. No additional information was reported.

Manufacturer narrative:
Add'l model # 16mm x-stop. Device not returned, follow up conversation with company representative. Conclusion: based on the results of the evaluation, there are no functional or visual issues with either of the returned devices.